Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 3 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause was an untight expiratory valve assembly. This issue is deemed a reportable event since the malfunction led to an inoperable device. There is no information provided if a patient was involved. There was no patient or user harm reported. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Hello, description from clinician is as follows: "while treating a patient today one of our crews noted odd oscillatory sounds and waveforms on the ventilator: mode: (s)cmv+ circuit valve: adult, peds coaxial tidal volume: 140 rate: 32 peep: 5 oxygen: 21%. No harm was evident and no psls was completed. I attempted to reproduce the problem on the bench but the closest I came was a milder version using a neonatal valve and circuit. I have attached a video clip. Also I found unusual sounds and oscillations doing a checkout on the adult, peds circuit. A video of that is also attached." Note that this particular unit had the internal expiratory valve replaced in (B)(6) 2020 for unrelated issue (damaged microswitch) cer#(B)(4).